Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into leg, which is off-label usage, on (B)(6) 2019. The patient¿s nurse stated the patient developed redness and pain at the insertion site on his leg. He thought the wire may be stuck in his leg so went to urgent care for an x-ray. Further contact was made with the patient by dexcom medical safety on (B)(6) 2019. He stated then that the x-ray confirmed the sensor wire was embedded in his leg. He stated the insertion site became infected so he was started on several antibiotics; he was unsure of the names but thought one might be keflex or amoxicillin. He is scheduled for a consultation with a surgeon on (B)(6) 2019 to discuss surgical removal of the wire. At the time of further contact, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation was confirmed based confirmed retained sensor wire from the x-ray image result on (B)(6) 2019. A probable cause could not be determined. No additional patient or event information is available.